Manufacturer narrative:
(B)(4).

Event description:
It was reported that a micro lead dislodgment was observed after an episode of non-sustained vt due to oversensing. Review of the episode showed a possible myopotential oversensing. Decrease in r-wave and increase in threshold were noted. No adverse consequences were noted and no actions were taken. The patient will be monitored.